Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- incorrect prep.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 4.0x12 mm xience skypoint stent delivery system (sds) balloon was was advanced with resistance noted with the anatomy and was prepped inside the anatomy. The sds balloon was inflated once for deployment; however, the balloon ruptured as the balloon stopped increasing during inflation. The stent was removed on the balloon of the device. A new xience skypoint sds was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance appears to be related to operational context. Based on the information provided, a definitive cause for the reported material rupture and activation failure could not be determined. It was reported that the procedure was to treat the proximal right coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 4.0x12 mm xience skypoint stent delivery system (sds) balloon was advanced with resistance noted with the anatomy and was prepped inside the anatomy. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. In this case, it does not appear the instruction for use (IFU) deviation related to incorrect stent preparation contributed to the reported difficulties; therefore, a letter will not be requested. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.